Event description:
New information received notes the right ventricular (rv) lead exhibited an increased capture threshold.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead had noise episodes and the rv lead was noted to be dislodged during the scheduled implant procedure. The lead was capped and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.